Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lung resection, while using the second sulu, the green button could not be activated and it was impossible to staple. They tried with another reload and faced the same issue with a cracking noise. The lung got torn and the tear was controlled with a manual suture. There was no extension of time over 30 minutes and there was no blood loss over 500ccs.